Manufacturer narrative:
Other relevant device(s) are: micra, model #: xxxx / expiration date: 14-jun-2020 / serial#: (B)(4), device available for eval : no; dev rtn to MFR? No; mfg date: 22-jan-2019, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of leadless implantable pulse generator (ipg), the cup and ipg would pull back from the heart wall and the necessary forward pressure could not be maintained to afford proper attachment to the heart. Implantation of the ipg was attempted up to four times with the same problem being encountered each time. The ipg and delivery system were removed and the procedure was completed with a new ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID mc1vr01-delsys. Return date: 22-ap-2018. (B)(4). Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the delivery system outer shaft was kinked/buckled. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 5.4 cm from the distal end of the delivery system. The delivery system was able to deploy and recapture the device with the deployment button locking in both the deployed and recaptured position on the handle. If information is provided in the future, a supplemental report will be issued.